Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in (B)(6).

Event description:
The customer complained of a questionable high inr result from a coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. At 10:00 am the result from the laboratory was 3.38 inr. At 4:00 pm the result from the customer's meter was 5.60 inr. Upon review of the meter memory, a result of 5.7 inr was obtained at 3:51 pm. The customer has antiphospholipid antibodies syndrome (lupus), but has used a coaguchek meter for many years. Due to having antiphospholipid antibodies syndrome, the customer has an unusually high therapeutic range of 3 - 4 inr. There was no allegation of an adverse event. The customer's meter and test strips have been requested for return. Retention test strips (304975) were tested in comparison to master lot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.